Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After standard transseptal puncture (tsp) there was difficulty visualizing the non-bsc wire in the left atrium. The wire and tsp sheath were removed and reattempted. The second attempt was successful and transesophageal echocardiogram (tee) was able to visualize the wire across the septum and into the left upper pulmonary vein. The remainder of the procedure was completed without incident. Patient left the room without evidence of pericardial effusion post procedure. Approximately 3 hours later, patient developed a pericardial effusion. A pericardiocentesis was performed. Patient is stable and was discharged home 3 days later.